Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, additional event information was not provided.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. It was noted that the unit attempted to turn itself off. The user helped the unit with the on/off button and the unit failed to turn back on. There was no patient harm. Although requested, additional event information was not provided.

Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The root cause has been determined to be an electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known. H3 other text : reviewed and approved the semdr.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. It was noted that the unit attempted to turn itself off. The user helped the unit with the on/off button and the unit failed to turn back on. There was no patient harm. Although requested, additional event information was not provided.